Event description:
It has been reported to the company that the occlusion balloon deflated during the procedure in which a perforation was noticed in the same location as the deflation. The physician inserted the occlusion balloon wire into the patient and inflated to 3mm to occlude the vessel. The physician inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter and performed a poba on the vessel. The physician deflated the occlusion balloon and repositioned the occlusion balloon. The physician was unable to visualize the occlusion balloon and inflated the occlusion balloon. The occlusion balloon deflated and the physician noticed a perforation in the vessel. The physician treated the perforation with a balloon catheter. The patient is reported to be fine.